Event description:
It was reported that during a low anterior resection procedure, bleeding occurred on the staple line. The patient had to have a colonoscopy and had to go back to the o.r. To control the bleeding and to be treated. The condition of the patient immediately after the event was critical due to the bleeding. There was also risk of infection and damage to the staple line. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information not available; device was not returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.